Manufacturer narrative:
The device was returned to the third party service center and the customer's complaint was confirmed. The service's lcd display screen and system board were replaced to address the issue.

Event description:
The manufacturer received info from a third party service center alleging a ventilator was alarming and the lcd display screen was blank. The device was not in pt use.